Manufacturer narrative:
Concomitant medical products: 407652 lead was implanted on (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds upon device interrogation. There was no intervention undertaken as the rv lead was chronic and stable at this threshold. The rv lead remains in use. No patient complications have been reported as a result of this event.